Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Event description:
The physician felt resistance while crossing the 10 x 0.3mm chronic total occlusion lesion with 90% stenosis with a .014 j soft stabilizer guidewire (gw). After the stent was implanted (second stent during the surgery) and the balloon was withdrawn, the physician also withdrew the gw and found that the distal part of the gw was missing. The length of the missing part was approx. 2 cm. The missing part of the stabilizer was visible under x-rays. The wire was not removed from the patient's body. The physician continued the surgery using another product. The patient is currently in stable condition "without disability". The wire was visually inspected prior to use and no anomalies were noted. The physician asserts that all the equipment used during the surgery was new. The patient received 75 mg/day of plavix prior to the surgery.